Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the fast fix t2 did not triggered. No other complications were reported. Smith and nephew back-up device was available to complete the surgery. Unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned in original packaging. T1 was detached from the device with the suture knot tightened but t2 was still on the inserter. The inserter was slightly bent. A functional evaluation found that the trigger depressed and actuated as expected without any stiffness. T2 would not deploy off the inserter. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint history review found further instances of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.